Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination for the summit por taper sz4 std off. A complaint database search finds similar reported incidents against the provided product and lot combination for the pinnacle mtl ins neut36idx52od and articuleze m head 36mm +1.5. Per wi-3430 a review of the device history records for the head and liner is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body. Update rec'd (B)(4) 2014- patient was revised to address stem subsidence, instability and pain. Part/lot information was received. Updated complaint on (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges device failed causing injuries, muscle damage and post-operative anemia. After review of medical records for the MDR reportability, patient was revised to address retroverted and subsided left total hip femoral component and mild metal staining. Operative findings reported of benign appearance fluid and femoral component was markedly retroverted roughly 30 degrees. Upon trial reduction, patient had a gross instability and was dislocating at minimum flexion and internal rotation. Radiographs showed fracture at the midpoint of her extended troch osteotomy at the base of the trochanter and has superior and anterior displacement of the troch fracture. It was also reported that there was subsidence in the stem and leg length discrepancy. MRI suspected assymetric joint effusion and fluid collection around the hip. Laboratory result for metal ions were below 7ppb.

Manufacturer narrative:
(B)(4).